Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A singular x-ray has been provided for review. There is nothing indicative of a product problem identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 component code: part/component/sub-assembly term not applicable (g07001) is used to capture product not returned.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had his right hip replaced in 2004 at one of the (B)(6) medical center facility by dr. (B)(6) the patient was seen by dr. (B)(6) for right hip pain and discomfort some time ago and was being monitored by dr. (B)(6) for elevated ions due to a metal on metal articulation. This patient¿s hip was aspirated numerous times and dr. (B)(6) stated the fluid was cloudy and dark color. Dr. (B)(6) assumed it was most likely metal wear particulate in the patients fluid. The patient and dr. (B)(6) made the decision to revise the patients hip construct and explant the metal liner and metal head and implant a poly liner and a titanium sleeve ceramic femoral hip ball. The summit stem and 62mm pinnacle cup were left in situ. I do not have lot # information to share with you on the stem and cup that were originally implanted. Original implant date unknown. Doi: 2014. Dor: (B)(6) 2020; affected side: right hip.